Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery was noted to be depleting quickly. In addition, the customer reported difficulty loading multiple cartridges onto the pump. Reportedly, the difficulty loading cartridges was due to corrosion that was noted on the pump housing. The customer's blood glucose (bg) level was impacted (300s mg/dl). Manual injections were administered to correct elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.